Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of the luer cracking and leaking was confirmed. Visual inspection of the set showed a piece of the length of the luer was broken off opposite of the luer injection gate. No tool marks, crush marks, or over torque were observed around the damaged area. Functional testing was not performed due to the obvious damage. The root cause of the crack was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an extension set was noted to be cracked and leaked at the luer end while flushing with ns to check patency. There was no patient harm.